Event description:
The pt had a knee replacement with a sulzer, non porous product in 2000. 1-2 mos later the pt subsequently developed symptoms and has been diagnosed with a demyelinating peripheral neuropathy. The pt is convinced the pt's condition is due to the knee replacement because the porous knee replacements were recalled. The rptr is reporting this so that if any other reports of similar conditions are reported these can be tracked.